Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing fell apart and blood glucose level recorded from the night before to the time of the incident was 203 mg/dl, but eventually stabilized at the time of this report. The patient woke up, shut off an alarm and tried to disconnect from the pump. The patient was about to take a shower when it was discovered that the tubing was separated from the quick release port/site connector. The site location was patient's left lower back fat and the pump was located at the left lower back. The infusion had been in use for two days. The patient changed the infusion set immediately after detachment was noticed. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient's blood glucose level was 142 mg/dl at the time of this report. No further information available.